Manufacturer narrative:
On oct 21, 2025, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a tear extending from the anterior view to the posterior view, measuring approximately 7.0 cm. In addition, valve delamination was observed, causing leakage. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 3.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, these are consistent with the cut made to remove the saline of the implant during explantation reported by the customer in the paperwork received with the device. The cause in the remaining area of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unspecified mentor saline breast implants experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Reason for device explant and/or reoperation: deflation. (B)(4).